Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt met with their medtronic representative who told pt their left lead was not working at all for it was in the wrong place. When asked for an event date pt said they did not know. Pt met with their medtronic representative on (B)(6) for a back procedure. Pt noted they met their rep at the back procedure and pt noted once they were implanted they never met with a representative.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020. Explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020. Explanted: product type lead suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.